Event description:
Pt received n-lite laser treatments to reduce wrinkles in 10/02, 11/02, and 2003. Laser was set at 2.6j, 3.0j, and 3.2 j for each treatment, respectively. Following each treatment, pt felt the laser did not make any difference in their appearance. Pt demanded refund of $2,000 in 2003. Microdermabrasion prior to first two treatments.